Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were received for evaluation. Evaluation status: 9 device evaluations are in progress. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 9 malfunction events in which the device operated in the wrong mode; 9 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 9 total events were initially reported. 9 previously reported events are included in this follow-up record. Product return status 9 devices were received.   Evaluation status not confirmed 9 reported events were not confirmed during testing.   Additional information 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 9 </noe> malfunction events in which the device operated in the wrong mode. 9 events had no patient involvement; no patient impact.